Event description:
The event occurred on an unspecified date and involved the tego¿ connector. The nursing team reported that the internal valves of some tegos were broken, requiring the use of up to three units per patient instead of the planned one pair per patient. As a result, both consumption and costs exceeded the expected levels, which were based on weekly connector changes. In some cases, it was necessary to perform the replacement twice a week. The status of the product at the time of event was during patient use. Despite patient involvement, no harm was reported as a result of this event.

Manufacturer narrative:
The device is not available for complaint investigation per the customer. A review of the device history record is pending. Initial reporter email: (B)(6). Additional contact: (B)(6).

Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the torn seals is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed, and the lot number was found to fall under the scope of (corrective and preventative actions) CAPA which are in progress.